Event description:
Customer reported an apparent underinfusion of ivig, which was hung as a primary infusion. States bag with 650 ml starting volume was to be titrated at various rates and at the end of the infusion time, there was still 200 ml left. There is a discrepancy in what the chart says vs. What they have found in the log in their own investigation: the infusion was to run from 11 am to 5 pm but their review of the log shows the infusion may have been started around 3:30 pm. They checked with pharmacy and ruled out the possibility of bag overfill. Biomed tested the pump and found no problems. Profile used was ambulatory. The reporter thinks the tubing was discarded. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.